Event description:
Nurse coming on duty at 0030 hours, assessed infant and found the infant's left foot edematous on dorsal and plantar surface with dark-indigo area on outer lateral aspect. Reddened area surrounding the dark-indigo. The inner area of left foot appears light red. Left foot is larger than right foot due to swelling. Skin is intact without drainage. Dark-indigo area is the same shape as the pulse oximeter sensor that was applied to the infants foot. There was no pulse oximeter sensor applied to infant at the time the nurse assessed the infant.